Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage from the conducer coil. Quality record review was limited due to the lot number not being known. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to perform a leak test prior to use and to "replace the entire set if water leaks into the cardioplegia circuit." All available information has been placed on file for use in quality assurance tracking, trending and follow up.

Event description:
The user facility reported seeing a small leak in the cardioplegia circuit heat exchanger coil. The blood loss was reported to be minimal (10-cc or less) and the unit was changed out before surgery. The procedure was reportedly completed successfully with no patient complications.